Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive. The system operates as intended.

Event description:
The customer reported that the hard drive was damaged. No patient injury was reported.